Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9618-24 24 mm primary reamer was worn. No adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 24 mm primary reamer, ar-9618-24, serial/batch number (B)(6), was received for investigation. Visual evaluation found that the cutting blades are dull, the laser marks are faded and there is evidence of circumferential grinding on the distal end of the shaft. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2021.